Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was missing segments on the display. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012 at 12pm. The patient reported using no diabetes medications to manage her diabetes. The patient reported making no changes her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. The patient reported on (B)(6) 2012 at 2pm a reading of '600mg/dl' was obtained on hospital meter and the patient was given insulin by a healthcare professional on (B)(6) 2013 at 2 or 3pm. At the time of troubleshooting, the cca determined this was not the first time the meter had been used, and there was no misuse of the meter. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issue a severely high blood glucose reading was obtained and the patient required treatment for hyperglycemia.

Manufacturer narrative:
Follow up #1 (05/14/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: lcd cable is not properly connected. The device history record was reviewed on (B)(4) 2013 and no nc or process or product deviation or rework activity was found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.